Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated through evaluation. The assignable cause could not be determined at this time. The device will not be repaired at this time since it is a stay-in unit. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that "stops working and makes loud beeping noise". The device turned itself off while running an overnight test in the lab. The facility representative stated that there was no patient involvement. No additional information is available.